Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was detached exposing the corewire tip. A portion of the corewire, approximately 2.4cm in length starting from the tip, was found exposed and bent. The detached segment was not returned. There was no evidence of corewire fracture and no sanding marks were found on the core wire. Evidence of adhesive remnants were found. The remaining pebax had evidence of straight cuts which were consistent with mechanical cuts. The complaint is consistent with the returned guidewire since the distal tip was detached and the corewire tip was exposed. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-02773, 3005099803-2015-02774 and 3005099803-2015-02775 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician noticed that the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. A second jagwire guidewire was used and during the procedure, the hydrophilic tip detached, exposing the tip of the metal corewire. During unpacking of a third jagwire guidewire, it was noted that the hydrophilic tip was detached, exposing the tip of the metal corewire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over 18 years old. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-02773, 3005099803-2015-02774 and 3005099803-2015-02775 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician noticed that the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. A second jagwire guidewire was used and during the procedure, the hydrophilic tip detached, exposing the tip of the metal corewire. During unpacking of a third jagwire guidewire, it was noted that the hydrophilic tip was detached, exposing the tip of the metal corewire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.